Event description:
Surgeon reported that fibers are seen in pt's eyes during the procedure. The fibers are removed when visible. The surgeon stated that some fibers are present in the eye at the one day postoperative exam and remain in the eye. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).